Event description:
On (B)(6) 2023, a patient underwent a port placement procedure, using x-port isp implantable port, for an unknown medical condition. One year, ten months and sixteen days post port placement, on (B)(6) 2025, while undergoing an infusion, it was reported that the chamber was allegedly leaking. X-ray carried out and revealed no visualization of the chamber in the subclavian, visualization of the catheter alone was observed. There were visible signs of diffusion: redness, oedema, along with extravasation. The port was immediately and replaced with another pac in the left internal jugular vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Catheter wear was observed throughout. The port was patent to both infusion and aspiration. Upon infusion, no leaks were observed throughout the attached catheter. Therefore, the investigation is inconclusive for the reported fluid leak as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure, using x-port isp implantable port, for an unknown medical condition. One year, ten months and sixteen days post a port placement, on (B)(6) 2025, while undergoing an infusion, it was reported that the chamber was allegedly leaking. X-ray carried out and revealed no visualization of the chamber in the subclavian, visualization of the catheter alone was observed. There were visible signs of diffusion: redness, oedema, along with extravasation. The port was immediately and replaced with another pac in the left internal jugular vein. The current status of the patient is unknown.